Event description:
It was reported the device was not pacing correctly and it was not pacing consistantly. The device was returned for service. No patient complications were reported as a result of this event.

Event description:
It was reported the device was not pacing correctly and it was not pacing consistently. The device was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the initial report, however, the device did not pass sensitivity testing. The root cause was not determined but the interconnect flex was replaced as a preventative measure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.